Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 208 mg/dl at the time of incident and current blood glucose was 228 mg/dl. Customer treated with insulin. The customer also experienced low blood glucose of 54 mg/dl. The customer also stated that pump was not under delivering and drive support cap was alright. The product will not be returned for analysis.